Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for investigation the phacoemulsification (phaco) handpiece was manufactured on december 11, 2013. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed discoloration of the cable and cable connector. The handpiece strain relief was showing beginning stages of separation. A flow rate test found the handpiece to meet alcon specifications. The handpiece was then connected to a calibrated infiniti system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. An analysis of data showed no tuning failures after a total of 304 tunes. The stroke test found the handpiece to meet alcon specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a handpiece presented with no phacoemulsification during a procedure. The procedure was completed after exchanging the handpiece. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).